Manufacturer narrative:
Analysis could not confirm customer comments as the device passed all incoming functional tests. However it was noted that the ventricular output connector was broken. The ventricular port would not hold the cable in place. The display wire insulation was pinched but the wire insulation not compromised. Three screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricle chamber of the external pulse generator (epg) was not working. The device was returned for service. No patient complications have been reported as a result of this event. It was further reported that troubleshooting included battery and cable changes without success.